Event description:
It was reported the customer had 10 low blood glucose events in one day. The mother also reported that a no delivery alarm occurred during the customer's bolus delivery. The mother stated the reservoir and infusion set was replaced and the no delivery alarm occurred again. The mother believed it was unsafe for her daughter to use the insulin pump. The mother also reported her daughter's last known blood glucose was 135 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusin test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.